Event description:
The laser wire was opened to sterile field. The circulating nurse connected laser wire to laser generator, which was not visible on monitor. Laser machine troubleshooting done by physician, surgical technician and nurse. Laser wire determined not working properly because laser light was not visible on monitor screen. Laser wire removed from patient and given to manager. New laser wire opened to sterile field and used for patient.